Manufacturer narrative:
(B)(4). The complaint iw932 warmer head assembly was not returned to fisher & paykel healthcare. Therefore, the investigation was performed using the photographs and additional information provided by the customer and our knowledge of the product. Results: the photograph does not show the pivot washer to be present underneath the pivot securing nut. Simulations of rotating the warmer head with and without the pivot washer showed that the pivot securing nut will loosen if the head is rotated anti clockwise without the pivot washer. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported fault. The infant warmer head is assembled onto the warmer column at the hospital. To secure the head a pivot washer, nut, and locking glue are applied as described in the installation instructions. It is possible the pivot washer was omitted during installation by the technician or distributor, leading to the nut unscrewing.

Event description:
A hospital in (B)(6) reported that the head of an iw932 cosycot infant warmer was damaged. There was no patient consequence.

Event description:
A hospital in (B)(6) reported that the head of an iw932 cosycot infant warmer was damaged. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint iw932 warmer head assembly was not returned to fisher & paykel healthcare. Further information has been requested from the customer. A follow up report will be provided upon completion of our investigation.